Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 1. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten to thirty infusion set cannula bent events between (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The set was in use for 24 to 48 hours respectively and patient resolved the event by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.